Event description:
Caller reported a malfunction on the pump without any notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, and after performing the reset, the malfunction did not recur. The customer was advised to continue using the pump and to contact support again if the issue reappears, which the customer acknowledged and understood.